Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she had no delivery alarms and a keypad issue. Customer stated that the keypad was hard to press and it was hard to navigate. The up and down arrows work well, but customer has to press hard to get them to respond. Customer's blood glucose level was 208 mg/dl. Customer treated with a manual injection. The button issue has been a problem since she received the replacement pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.